Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer reported they couldn't do a reset because they didn't have charging supplies to do so. Customer planned to use manual injections for insulin therapy until able to complete a reset. There was no adverse impact to the customer¿s blood glucose level.